Event description:
Customer reportedly obtained results of 204 mg/dl, 274 mg/dl, 446 mg/dl, 206 mg/dl, and 167 mg/dl on aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.